Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 241004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures and a strip of five (5) needle samples were received for evaluation by our quality team. The needle packages all had the die-cutting well formed and the blisters could be separated without issues. After examination of the samples, no defect related to the die-cut was found. Based on the provided feedback, we understand an issue with the cutting of the unit packages could have taken place. We would like to inform you that the packaging machine has a cutting system where the different strips are cut. The reported non-conformance could have been produced due to a temporary failure of the cutting system that resulted in the existence of different uncut blister packages. Based on the preventive measures in place and the investigation results, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The perforation of the packaging is very poor. When did the incident occur? Before use. Reason: the perforation is very poorly punched, which means that if you separate the individual cannulas from each other, they tear open and become unsterile before use.